Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, damage to the connector pin of the left ventricular lead was observed. All electrical measurements were good; the lead was re-connected to the new device. The patient&#38112;condition was stable.